Event description:
It was reported that the handpiece began overheating at the beginning of an oral surgery. After a switch to another bur guard, when the procedure continued the 2nd bur guard broke. There was no reported user or pt injury, and the procedure was completed successfully with another device that was on hand.

Manufacturer narrative:
The handpiece and bur guard were received at the manufacturer for testing, and the alleged condition of the bur guard melting onto the hand piece was confirmed. The handpiece passed the quality inspection procedure according to specification. The bur guard can melt if it is pushed up onto the hand piece. When this happens, the nose cone comes into contact with the bur guard, and the friction can melt and/or break the bur guard. The warning, which is sent with every bur guard, as well as, the instructions for use both state the proper installation for the bur guard.